Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient had acquired an infection. The wound was healing but opened up and the anchor became visible. The device was removed and there have been no reports of further complications regarding this event.